Event description:
It was reported that a symptomatic patient presented remotely. The patient experienced severe pain at the pacemaker site. Review of stored electrograms (egms) revealed that the right ventricular (rv) lead exhibited noise, low and out-of-range pacing impedance, and high capture threshold. There were no interventions. Patient was stable.